Event description:
Flowed too fast. Fill volume 300ml, saf at 6ml/hr, and emptied in 24 hours. No adverse event occurred and no medical intervention was required. Three pumps were in use at the time of the report. The facility determined that one was working fine, but two appeared to be infusing too fast. Those two pumps were pulled and returned for evaluation.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The samples are expected, but have not yet been received. When the samples are received, they will be evaluated for flow rate. A review of the lot history found no other complaints for the reported lot. This investigation is ongoing. When add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.